Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported false positive architect troponin results on one patient compared to the I-stat method performed in the ER. The results provided were: (B)(6) 2019 I-stat=0.02 (negative) / repeated on I-stat = 0.02 / same sample @0430 on architect = 0.177ng/ml (>0.045ng/ml=positive)/ 0.165ng/ml / same sample sent to another hospital architect = 0.168 / 0.201ng/ml / tested with siemens at another lab = 0.217 / 0.217 (normal); second draw @1107 = 0.193; third draw @1329 = 0.138ng/ml. There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets did not identify an increase in complaint activity for lot 12931un19 or any trends related to elevated results. Returns were not required for testing during the investigation. Historical performance of reagent lot 12931un19 was evaluated using world wide data from abbottlink. The patient medians (divided into 3 groups) were analyzed and compared to an established limit. This evaluation indicated that all three levels of the patient medians are within the established limits. Accuracy testing was performed on a retained kit of lot 12931un19 using an internal troponin-I panel. Acceptance criteria were met, which indicates acceptable product performance. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is sufficiently addressed in the labeling. Based on the investigation no product deficiency was identified for the architect stat troponin-I reagent, lot 12931un19.